Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
A voluntary MDR report was received on 09/16/2024.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number: mw5158803.